Event description:
The device was originally implanted via l-p shunt on (B)(6), 2014 for the patient with subarachnoid hemorrhage who was (B)(6) male (B)(6). The initial setting pressure was 200mmh2o. The surgeon tried to change the setting pressure but could not even after flashing. On (B)(6), 2014, the revision surgery was conducted under la and the device was replaced with the same new product at 150mmh2o. When trying to change the pressure of the removed valve by the programmer, it was successfully changed. The surgeon suspected that there may have been a problem with the position of the device since it was implanted deep inside the body.

Manufacturer narrative:
The position of the cam when valve was received was 140mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted, no defects were noted. The valve was tested for programming, the valve passed the test. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. The valve only leaked from the needle holes in the needle chamber, no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code ns9008, with lot number cpmc24, conformed to the specifications when released to stock on the 29th november 2013. No root cause could be determined, as the problem reported by the customer could not be duplicated. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.